Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was over 600 mg/dl, 550 mg/dl, 245 mg/dl and 240 mg/dl which was treated with manual injection and insulin pump for high blood glucose and juice, chocolate for low blood glucose. Customer stated that insulin pump had insulin flow blocked alarm. Customer stated that event was resolved by changing complete set. The customer also stated that they did not allege insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer stated that auto mode feature was not active. Customer was declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.